Event description:
It was reported when using the pyxis medstation es system had a blue screen. Customer reported they were able to get medication from another station and no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by software failure. A technical service engineer removed and reinstalled the remote system services and set auto launch to reboot the station to resolve the issue. The system functioned as intended after the technical service engineer troubleshooted the device.